Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd nexiva closed IV catheter had tubing separation. The following information was provided by the initial reporter : the user reported that an rn started an IV for a patient and the plastic tubing separated from the winged portion of the IV hub and it detached after pulling back to retract the needle. The rn reported that blood starting pouring out of the small port to the right of the hub. Date of event : (B)(6) 2022. Sample availability : available.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 29-mar-2022. H6: investigation summary a device history record review was completed for provided material number 383579 and lot number 1293719. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, disconnection of the tubing was observed and we were able to detect a lack of dispensing adhesive on the tube component. The assembly process for this product is carried out manually with an evaluation for correct assembly performed. A tug test inspection is performed by the operator to ensure that the product meets acceptance criteria. Although we were unable to identify any documented issues during the production and inspection processes, we have concluded that this incident resulted due to a lack of adhesive and an incorrect performance of the tug test during the manufacturing process. H3 other text : see h10.

Event description:
It was reported that 1 bd nexiva closed IV catheter had tubing separation. The following information was provided by the initial reporter : the user reported that an rn started an IV for a patient and the plastic tubing separated from the winged portion of the IV hub and it detached after pulling back to retract the needle. The rn reported that blood starting pouring out of the small port to the right of the hub. Date of event : (B)(6)2022. Sample availability : available.